Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient needed assistance and mentioned their device wasn¿t properly working. On a second call, the patient stated that where the ins was put in on the right side of the hip hurt. The patient stated that it got very sore and very tender over the incision site, it started a while back and has continued to get worse. The patient stated it flares up, gets better, and flares up again, they couldn¿t even rub against it because it was so tender. The patient stated they didn¿t know if it was because they lost weight and the device was closer to the skin. The patient also reported they felt stimulation in the left leg when it worked, but that they would go weeks and weeks and didn¿t feel anything. The patient stated they could usually feel the stimulation in the stomach or the bladder, and it goes down the leg. The patient reported having a major return of symptoms for about a year and noted having the device for the bladder. The patient stated they felt like they had to pee 24/7 but when they pee, they only pee a spoonful. The patient noted when they don¿t feel the stimulation, they would shut it off and turn it back on and adjust the settings and it would be fine for a while. The patient noted having a healthcare provider appointment on (B)(6) 2019 at 9 am and wanted a representative to be there. An email was sent to a representative. On (B)(6) 2019 the patient reported the reason they got implanted with the device was for retention, and the return of symptoms that was reported was their retention. The patient also reported that they already had an appointment with their healthcare provider and their settings were adjusted. No further complications were reported.